Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual, dimensional and functional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported resistance with the guide wire was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other device referenced is filed under separate a medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. After predilating the lesion with an unspecified balloon, a 3.5x18mm vision rx coronary stent system (css) was advanced, resistance was noted with an unspecified guide wire and the css failed to cross the lesion. Upon removal from the anatomy a loose stent was noted. The physician forced advancement of the vision on the guide wire which caused the loose stent. The device was removed. A multi-link 8 stent system was advanced toward the target lesion with resistance due to an unspecified guide wire and the proximal shaft separated. The device was removed. A non-abbott stent was used to successfully treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device identified that...